Event description:
A prenatal pt who was previously positive for hiv-1 eia was redrawn. This sample was tested and was negative for hiv-1 eia using lot 40917m201. Repeat testing using the same lot was performed in dupicate with negative results. Western blot testing was performed on this sample and was positive. The account repeated the hiv-1 eia assay with lot number 41167m101 and obtained a positive result.